Event description:
It was reported that to remove the spring wire guide (swg), the user covers it with gauze. The swg was removed smoothly, however, the swg was found unraveled once removed. The swg was removed in its entirety and there were no reports of injury or complications to the pt. Additional information received by the distributor on 01/26/2010 stated that the clinician did not pull the swg back against the bevel of the needle.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.